Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation proportional valve test step during testing. The device's active exhalation controller needs replaced to address the issue. Additionally, unrelated to the test fail, the device was found to be missing feet, the power cord clamp was found to be missing and the passive porting block was found to be damaged. Necessary parts replaced to address the issues.